Event description:
It was reported that the device was not sensing atrial signals, although the signal was 1.4 mv. Surface ECG showed ventricular t-wave pacing after undersensing in the right atrium. Sensitivity test was performed, and no sensing or intermittent sensing was observed when multiple settings were tested. The analyzer showed a p-wave of 1.5 mv after disconnecting the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed that the reported atrial undersensing was the result of a leaky ceramic capacitor.